Event description:
Allegedly, eprd reported 5 new complications for rimlock biolox liner first revision (3 dislocation and 2 fracture). No further information was reported this incident is capturing 5 dislocations.